Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient developed peritonitis during hospitalization for an unreported indication. It was reported that the patient was treated for the peritonitis with unspecified treatment. It was reported that the patient "did not recover after 25 days of treatment". Action taken with pd therapy was not reported, however it was reported that the "catheter" was removed. No additional information is available.